Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), pregnancy with contraceptive device ("live birth on (B)(6) 2007") and genital haemorrhage ("big blood clots") in an adult female patient (gravida 5, para 3) who had essure (ess205) (batch no. 624483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included migraine, multigravida (total number of pregnancies: 5), parity 3 (date of deliveries: (B)(6) 1994, (B)(6) 1996, (B)(6) 2007), recurrent abortion and pre-eclampsia. Concurrent conditions included obesity, hypertension and cholesterol levels raised. Concomitant products included amitriptyline from 2016 to 2017, atorvastatin, baclofen, clonazepam, eletriptan hydrobromide (relpax), gabapentin, hydrochlorothiazide, metoprolol, oxybutynin hydrochloride (oxybutin) since 2016, promethazine and venlafaxine since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 7 days after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods/abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("skin problems (rash and itching)"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("pain: abdominal"), back pain ("pain: back"), myalgia ("muscle aches"), the second episode of abdominal pain ("severe abdominal pain"), arthralgia ("joint aches"), coital bleeding ("post-coital bleeding"), metrorrhagia ("intermenstrual bleeding"), bladder spasm ("pain: bladder spasm") and urinary incontinence surgery ("sling for sui (stress urinary incontinency)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first, second and third trimesters of pregnancy. The patient was treated with botulinum toxin type a (botox) and surgery (she underwent hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, back pain, myalgia, arthralgia, coital bleeding, metrorrhagia, bladder spasm and urinary incontinence surgery outcome was unknown and the rash pruritic, dyspareunia and the last episode of abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, bladder disorder, bladder spasm, coital bleeding, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, metrorrhagia, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, rash pruritic, urinary incontinence surgery, urinary tract disorder, vaginal haemorrhage, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. (B)(6). Most recent follow-up information incorporated above includes: on 27-feb-2018: the case was upgraded in the incident category. Reporter information was updated. This case concerns adult patient. Her demographics were updated. Her historical and concurrent conditions were added. Lab data was added. Essure insertion and removal date was update. Her concomitant medications were added. Event: severe injuries were updated to events: heavy periods, severe abdominal pain, big blood clots, abnormal bleeding (vaginal, menorrhagia), skin problems, bladder or urinary problems or changes, migraines / headaches, dysmenorrhea (cramping), sling for sui (stress urinary incontinency), dyspareunia (painful sexual intercourse), pain (abdominal/bladder spasm/back/pelvic), skin problems muscle and joint aches. Botox for migraines; post-coital bleeding, intermenstrual bleeding, she did not underwent essure confirmation test, live birth on (B)(6) 2007 (pregnancy with contraceptive device) and device ineffective. She has recovered form events: skin rash or itching, abdominal pain and pain with sex. The reporter assessed aforementioned events were related to essure. , essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), pregnancy with contraceptive device ("live birth on (B)(6) 2007") and genital haemorrhage ("big blood clots") in a 35-year-old female patient (gravida 5, para 3) who had essure (ess205) (batch no. 624483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included migraine, multigravida (total number of pregnancies: 5), parity 3 (date of deliveries: (B)(6) 1994,( B)(6) 1996, (B)(6) 2007), recurrent abortion, pre-eclampsia, post-traumatic stress disorder, chronic depression, anxiety and panic attacks. Concurrent conditions included overweight, hypertension, cholesterol levels raised and condom. Concomitant products included amitriptyline from 2016 to 2017, atorvastatin, baclofen, clonazepam, eletriptan hydrobromide (relpax), gabapentin, hydrochlorothiazide, metoprolol, oxybutynin hydrochloride (oxybutin) since 2016, promethazine and venlafaxine since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 7 days after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods/abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("skin problems (rash and itching)"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("pain: abdominal"), back pain ("pain: back"), myalgia ("muscle aches"), the second episode of abdominal pain ("severe abdominal pain"), arthralgia ("joint aches"), coital bleeding ("post-coital bleeding"), the first episode of metrorrhagia ("intermenstrual bleeding"), bladder spasm ("pain: bladder spasm"), urinary incontinence surgery ("sling for sui (stress urinary incontinency)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and the second episode of metrorrhagia ("intermenstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with botulinum toxin type a (botox) and surgery (she underwent hysterectomy with bilateral salpingo-"oophorectomy"). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, back pain, myalgia, arthralgia, coital bleeding, bladder spasm, urinary incontinence surgery, cystitis, urinary tract infection and the last episode of metrorrhagia outcome was unknown and the rash pruritic, dyspareunia and the last episode of abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, bladder disorder, bladder spasm, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, rash pruritic, urinary incontinence surgery, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain, the first episode of metrorrhagia, the second episode of abdominal pain and the second episode of metrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight 212 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain,dyspareunia, urinary "tract" infection. Most recent follow-up information incorporated above includes: on 30-may-2018: pfs received, "reporter" added, historical condition added, events added as infection (bladder/urinary tract/vaginal):bladder/urinary. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), pregnancy with contraceptive device ("live birth on (B)(6) 2007") and genital haemorrhage ("big blood clots") in a 35-year-old female patient (gravida 5, para 3) who had essure (ess205) (batch no. 624483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included migraine, multigravida (total number of pregnancies: 5), parity 3 (date of deliveries: (B)(6) 1994, (B)(6) 1996, (B)(6) 2007), recurrent abortion, pre-eclampsia, post-traumatic stress disorder, chronic depression, anxiety and panic attacks. Concurrent conditions included overweight, hypertension, cholesterol levels raised and condom. Concomitant products included amitriptyline from 2016 to 2017, atorvastatin, baclofen, clonazepam, eletriptan hydrobromide (relpax), gabapentin, hydrochlorothiazide, metoprolol, oxybutynin hydrochloride (oxybutin) since 2016, promethazine and venlafaxine since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 7 days after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods/abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("skin problems (rash and itching)"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("pain: abdominal"), back pain ("pain: back"), myalgia ("muscle aches"), the second episode of abdominal pain ("severe abdominal pain"), arthralgia ("joint aches"), coital bleeding ("post-coital bleeding"), the first episode of metrorrhagia ("intermenstrual bleeding"), bladder spasm ("pain: bladder spasm"), urinary incontinence surgery ("sling for sui (stress urinary incontinency)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection") and the second episode of metrorrhagia ("intermenstrual bleeding"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first, second and third trimesters of pregnancy. The patient was treated with botulinum toxin type a (botox) and surgery (she underwent hysterectomy with bilateral salpingo-oopherectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, back pain, myalgia, arthralgia, coital bleeding, bladder spasm, urinary incontinence surgery, cystitis, urinary tract infection and the last episode of metrorrhagia outcome was unknown and the rash pruritic, dyspareunia and the last episode of abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, bladder disorder, bladder spasm, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, menorrhagia, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, rash pruritic, urinary incontinence surgery, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain, the first episode of metrorrhagia, the second episode of abdominal pain and the second episode of metrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight 212 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain,dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic"), pregnancy with contraceptive device ("live birth on (B)(6) 2007"), stress urinary incontinence ("sling for sui (stress urinary incontinency)") and genital haemorrhage ("big blood clots") in a 35-year-old female patient (gravida 5, para 3) who had essure (ess205) (batch no. 624483) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test" and device ineffective "device ineffective". The patient's past medical history included migraine, multigravida (total number of pregnancies: 5), parity 3 (date of deliveries: (B)(6) 1994,(B)(6) 1996, (B)(6) 2007), recurrent abortion, pre-eclampsia, post-traumatic stress disorder, chronic depression, anxiety and panic attacks. Concurrent conditions included overweight, hypertension, cholesterol levels raised and condom. Concomitant products included amitriptyline from 2016 to 2017, atorvastatin, baclofen, clonazepam, eletriptan hydrobromide (relpax), gabapentin, hydrochlorothiazide, metoprolol, oxybutynin hydrochloride (oxybutin) since 2016, promethazine and venlafaxine since 2016. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 4 months 7 days after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), stress urinary incontinence (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("heavy periods/abnormal bleeding: menorrhagia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("skin problems (rash and itching)"), bladder disorder ("bladder problems "), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), the first episode of abdominal pain ("pain: abdominal"), back pain ("pain: back"), myalgia ("muscle aches"), the second episode of abdominal pain ("severe abdominal pain"), arthralgia ("joint aches"), coital bleeding ("post-coital bleeding"), the first episode of metrorrhagia ("intermenstrual bleeding"), bladder spasm ("pain: bladder spasm"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), the second episode of metrorrhagia ("intermenstrual bleeding") and hormone level abnormal ("hormonal changes"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with botulinum toxin type a (botox), surgery (she underwent hysterectomy with bilateral salpingo-oophorectomy) and surgery. Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pregnancy with contraceptive device, stress urinary incontinence, genital haemorrhage, menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, back pain, myalgia, arthralgia, coital bleeding, bladder spasm, cystitis, urinary tract infection, the last episode of metrorrhagia and hormone level abnormal outcome was unknown and the rash pruritic, dyspareunia and the last episode of abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered arthralgia, back pain, bladder disorder, bladder spasm, coital bleeding, cystitis, dysmenorrhoea, dyspareunia, genital haemorrhage, headache, hormone level abnormal, menorrhagia, migraine, myalgia, pelvic pain, pregnancy with contraceptive device, rash pruritic, stress urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, the first episode of abdominal pain, the first episode of metrorrhagia, the second episode of abdominal pain and the second episode of metrorrhagia to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Current weight 212 lbs. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: pelvic pain,dyspareunia, urinary tract infection. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event hormonal changes was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.